Manufacturer narrative:
During testing it was found the device mechanism was received with an unseated regulator closer and a missing regulator opener. When the device door is closed, the regulator opener opens the cassette flow regulator and when the device door is opened, the regulator closer closes the cassette flow regulator. A possible root cause for the regulator closer to be disconnected is that during the installation of fluid shield, if the fluid shield tab is not aligned properly, it will push the regulator closer and cause the regulator closer to disengage from the chassis post. Upon closing the door lever, the regulator closer will dislodge and move to the front of the chassis post. As the regulator closer is not snapped into position on its mating post on the mechanism chassis, the cassette flow regulator will not be closed resulting in free flow when the device door is opened. The probable cause for the unseated regulator closer is improper assembly. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device "keeps beeping" with error code 180 (distal occlusion non-delivery). This did not indicate a reportable malfunction. However, during verification testing at the service ctr, the device mechanism was received with an unseated closer regulator and a missing open regulator.